Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with lumbar spondylosis with lumbar radiculopathy as well as severe low back pain at l5-s1 and underwent the following procedures: anterior lumbar interbody arthrodesis at l5. Placement of an interbody prosthetic titanium cage at l5-s1 using the trans-1 cage. Placement of the allograft bone as well as the bmp in the interbody space for arthrodesis as well as autograft. Use of intraoperative ap and lateral fluoroscopic imaging with interpretation to determine the appropriate level in the spine as well as the appropriate placement of the interbody prosthetic device as well as screws. Placement of non-segmental posterior screws at l5 and s1 using the trans-1 titanium screws. As per op-notes,¿ the discectomy was then performed with multiple ring curettes and cutters as well as the rostral to evacuate the disc. The wound was then irrigated with antibiotic saline solution and bleeding was controlled. The disc space was then packed with with allograft and autograft bone as well as bmp sponge and the interbody arthrodesis at l5-s1 was then completed. After the arthrodesis was completed, the appropriate size titanium interbody prosthetic cage was screwed into the l5-s1 level and the distraction was applied to l5-s1 to decompress the nerve roots further at l5-s1 level.¿ the patient tolerated the procedure well without any intraoperative complications.